Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission 28-feb-2018 the device has been returned and evaluated by product analysis on 07-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of one pump reboot event. During investigation, the battery compartment was found to be cracked on the side from the threads to the pump cover. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the pump and maintain an electrical connection for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was unable to be duplicated. Unrelated to the original complaint, the display was found to be dim and discolored.